Event description:
X-ray revealed partial dislocation of implant. Pt underwent revision surgery six days after initial x - stop implantation.

Manufacturer narrative:
Method: device not returned. Results, conclusion: no conclusion can be drawn at this time.